Manufacturer narrative:
The device has not been returned to the MFR for eval. A lhr of reuk0060 showed no other similar product complaint(s) from this lot number.

Event description:
Hemosplit was placed in (B)(6) 2011. Recently, a triple lumen cath was also placed. At the time of this placement, it was noticed that hemosplit was broken near the cuff.